Event description:
Customer states: about a year ago he was traveling up a hill and the a belt snapped on his powered wheelchair. The powered wheelchair began free wheeling backwards down the hill and onto a street.

Manufacturer narrative:
Broken belt was replaced immediately after the event. After investigation of the wheelchair, a new transaxle was installed.